Event description:
Event description boston scientific received information that this patient's defibrillation, atrial pacing, and left ventricular coronary sinus leads were all explanted and replaced, due to dislodgement caused by twiddler's syndrome. There were no adverse patient effects reported.